Manufacturer narrative:
All available information was investigated and the reported difficult to flush could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult to flush the device. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A steerable guide catheter (sgc) and a mitraclip nt were prepared per the instructions for use (IFU). After inserting the cds through the hemostatic valve of the sgc, the drip on the steerable sleeve (ss) handle flush port stopped, while the dc handle side continued to drip normally. There was no blockage noted in the stopcock or infusion line, and the exact cause was unclear. It was further clarified that the clip was difficult to flush and there was a possibility that there was obstruction somewhere inside the device. Therefore, the clip was removed and replaced. One clip was then implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.